Event description:
The provider states the right wheel lock will not lock into place. The provider states when you lock the wheel, the lock just keeps going and will not stay in place. Additional reportable malfunction for this device; the provider states the left wheel lock will not lock into place. The provider states when you lock the wheel, the lock just keeps going and will not stay in place.